Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fifty-nine days following the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the first valve was unable to be delivered trans-femorally due to underlying iliac disease. The case was aborted because of vessel complications caused by multiple non-medtronic sheath and dilator insertions. A femoral cutdown with stent graft placement via vascular surgery was done. Fifty-nine days later the second transcatheter bioprosthetic valve was successfully implanted via trans aortic approach. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.